Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Continuation of facility name: (B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During withdrawal of a 6mm angioguard rx embolic protection device from the spiral to use it on the patient, the user found great resistance and when achieved the material was damaged. The device will be returned for analysis. The product was prepared properly, following all the steps, at the time the doctor was

Manufacturer narrative:
Additional information was received that the filter basket was not damaged.  None of the information obtained indicates an event that meets the definition of a malfunction that would cause an injury if it were no recur.  Therefore, no further reports will be forthcoming regarding this event as it is no longer meets the reporting requirements.